Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited loss of capture despite increased output and repositioning attempts. The lead was not used and replaced during the procedure. The patient was recovering and remained in stable condition.